Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced pain, protuberant abdomen, and recurrence. Post-operative patient treatment included portion of mesh removed and hernia repair with new mesh.